Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue in the past. However, during trouble shooting with tandem technical support, a system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to the customer¿s blood glucose level.